Event description:
A customer reported an issue with their device's touchscreen responsiveness, mentioning it was hard to turn on, chipped, and did not respond well. There was no adverse impact on the customer's blood glucose level. The customer decided not to follow up, and no additional corrective actions were documented.